Event description:
On the subsequent day to the event reported as (9680602-2010-00002) it was reported that during a surgical procedure in a different operating room, using a different anesthesia machine, during visual inspection of the device at the patient end, which was attached directly to an laryngeal mask airway, there was a pool of water which created a risk of entering the patient¿s airways. This water had gathered between the filter and the laryngeal mask airway. The device will be available for evaluation.

Event description:
Literature: tassorelli c, buscone s, sandrini g, et al. The role of rehabilitation in deep brain stimulation of the subthalamic nucleus for parkinson's disease: a pilot study. Parkinsonism relat disord. 2009; 15(9):675-81. Summary: this article presents an observational study of 34 pts who underwent bilateral deep brain stimulation (dbs) implant in the subthalamic nucleus (stn) for the treatment of parkinson's disease. The pts were divided into three groups: acute (<1 month after implant), post-acute (1 month-1 year after implant), and stabilized (>1 year after implant) based on the length of time between implant and referral to the neurorehabilitation unit. The pts were all treated with individualized physical, speech, and swallow therapy based on their initial assessment. Each pt showed significant improvement over baseline in at least one outcome measure. Reportable event: one pt in the acute group was referred to the neurorehabilitation unit due to brain ischemia.

Event description:
Initially, the facility representative reported a colleague cx triple channel volumetric infusion pump with a error code 803:07 on channel b. During service at baxter, the pump head module keypad test steps failed keypad test on channel b. The channel select and stop keys are not working properly. There is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated wiith this report. (B) (4).the pump was returned and evaluated at baxter. It was discovered during service that the channel select and stop keys were not working properly on the channel b pumphead module keypad. The channel b pumphead module keypad was replaced.

Event description:
During the implant procedure, damage was noticed on both coils. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The uim (user interface module) software version is 5.04.00, categorized as unremediated.